Event description:
It is reported that the pt received an acetabular cup on (B)(6) 2007 and underwent revision surgery on (B)(6) 2011 (reason not reported).

Manufacturer narrative:
This case was reopened on june 6, 2016 to enter additional information which had been received on may 17, 2016. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It has now been reported that the patient was implanted a durom acetabular component 56/50 code p on the left side. The patient was revised due to pain.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the us, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the us was initiated in (B)(4) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the us. A similar cup, compatible with the metasul ldh femoral head, is cleared in the us and a corrective action for this product was reported to the FDA in 07/2008 as correction (B)(4). Should add'l info including the final investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Investigation results were made available. New information: patient also had osteolysis around the stem. Conclusion summary entered as investigation is complete. DHR review: lot#: 2367545, yield: 27, delivered: 26, scrapped: 1. Scrapped reasons: coating. No concession found. The quality records indicate that these components met all requirements to perform as intended. Lot#: 2345949, yield: 23, delivered: 23, no concession found. The quality records indicate that these components met all requirements to perform as intended. Lot#: 2383628, yield: 50, delivered: 50, no concession found. The quality records indicate that these components met all requirements to perform as intended. Lot#: 2387917, yield: 28, delivered: 28, no concession found. The quality records indicate that these components met all requirements to perform as intended. Trend analysis: trend has been identified and CAPA was initiated and performed. Compatibility check: the compatibility check showed that the product combination was approved by zimmer review of event description: patient underwent revision due to pain. The reported event is known and addressed in (B)(4). Conclusion summary: it was reported that the implant was revised about 4 years after the primary surgery. The njr data show that the reason of revision are osteolysis at both the socket and around the stem, adverse soft tissue reaction to particle debris and other indication. No detail was provided for the other indication. The originally reported pain could be the symptom of all other indications. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; the condition of the components is unknown. Therefore, the event could not be confirmed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specification valid at the time of production. The adverse soft tissue reaction is most likely caused by metal debris as it is a metal on metal system with cementless fixation. The armd and osteolysis at the socket is known and was addressed in (B)(4). Therefore, no further investigation required. The osteolysis around the stem is not part of the (B)(4). It could be cause by multiple factors, such as patient factors like aging and biological response to metal debris as well as device-related factors like wear and stress shielding. However, due to significant lack of information, an accurate root cause analysis for the issue related to stem cannot be performed. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2018-00979-1.

Event description:
It is now known that the patient also had osteolysis around the stem.

Manufacturer narrative:
This follow-up report is being filled to relay additional information. Concomitant medical products: item: cls spotorno, stem, 125°, uncemented, 9.0, taper 12/14, catalog #: 01.00295.009, lot #: 2387917; item: metasul ldh, head, 50, code p, taper 18/20 , catalog #: 0100181500, lot #: 2345949; item: metasul ldh, head adapter, m, 0, taper 12/14-18/20, catalog #: 0100185146 , lot #: 2383628. New information does not change the investigation-results of this incident, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2018-00979.

Event description:
A product liability claim was raised. It has now been reported that the patient was implanted a durom acetabular component 56/50 code p on the left side. Subsequently, the patient was revised due to pain, lysis of stem and cup, armd.